Event description:
The hosp reported that during a coronary artery bypass procedure, 4 hs iii proximal seal system 3.8mm heart strings malfunctioned while trying to load heart string loader. The 5th heart string worked correctly and the procedure was completed. The hosp did not report any pt effects.

Manufacturer narrative:
The loading device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device, seal and spring assembly were not returned. Based upon the received condition of the device, the reported complaint could not be confirmed. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).